Manufacturer narrative:
H3, h6: one device was received for evaluation. Visual inspection found a hole in the downstream occlusion (dso) seal as well as scratches. Functional testing was able to verify the reported problem. The service history review had no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, dso bezel, dso seal, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the downstream occlusion sensor was damaged. There was no patient involvement.